Event description:
A surgeon reports that a pt experienced glare/trailing of lights above the natural light after intraocular (iol) implantation. Additional info has been requested.

Event description:
Surgeon provided add'l info stating the pt's pupil was stretched at the time of surgery due to miosis from the use of pilocarpine. The pupil remains at 6mm, and although the intraoculaar lens (iol) is in the bag, an edge of the iol is in the pupil causing glare. The symptoms are ongoing. The surgeon does not feel the iol malfunctioned.